Event description:
A customer from norway, via e-mail, stated that she received a reading of 31mmol/l on her contour link. She retested with a different meter and received a reading of 12mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Product info and personal info could not be obtained. The customer is not expected to return the product for evaluation. Product was not replaced.

Manufacturer narrative:
The customer did not provide any info in her e-mail correspondence. Personal info and product info could not be obtained. It's not possible to determine the manufacture date without the meter info.